Manufacturer narrative:
It was reported by the physician that the final report confirmed the patient does not have any delayed hypersensitivity reactivity to polypropylene mesh.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent an unknown procedure in 2011 and mesh was implanted. The patient began experiencing itching and rashes immediately after placement of the device. The patient has been given medications to help treat the symptoms. The patient has undergone patch testing which was negative and has been given medications to help treat the symptoms.